Manufacturer narrative:
The insulin pump received with detached end cap. Missing end cap sticker. Unable to perform the displacement test due to detached end cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump drive support cap cracked and the entire side comes off. Nothing further was reported.